Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no foreign material malfunction: cause traced to a blockage problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchofibervideoscope was returned to the service center. During inspection of the device, foreign materials in the distal end biopsy channel were found. There was no patient involvement.